Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure in 2002. There were no reports of problems with deployment, achieving closure or complications post procedure. It was reported the pt went to their physician's office the following month with complaints of pain and tenderness in the groin area, fever and chills for one week, slight nausea and decreased appetite for several days. The physician drew blood for a complete blood count. It was reported the white blood count was elevated. No treatment was prescribed. 3 days later the pt went to an area hosp complaining of "not feeling well". It was reported the pt had a cardiorespiratory arrest secondary to sepsis and therefore was intubated and placed on a ventilator. The pt was transferred the same day to another facility for evaluation of sepsis and the right groin mass. The pt received two units of packed red blood cells for anemia normochromic, normocytic. A cat scan revealed a "retroperitoneal hematoma" approximately 10cm in size. The pt was then taken to surgery for a right groin exploration, control and ligation of an infected pseudoaneurysm. The abscessed cavity was debrided underneath the inguinal ligament 6-7 cm and irrigated with the antibiotic ancef. It was reported that sometime after surgery, the pt's right leg became "cool to touch" the pt was taken back to surgery for an autologous vein graft. Post operatively, it was reported, the dorsalis pedis pulse was palpable and the foot was pink in color. A wound culture was positive for staphylococcus aureus. The pt was treated with unspecified antibiotics. As of september 2002, the pt is no longer intubated, pt's neurological status is intact and pt's prognosis is "good". The pt remains hospitalized on a skilled nursing unit and it is unk as to when pt will be discharged.